Event description:
The surgeon was inserting a 23.0 diopter three piece lens model aq1016v with a msi-pm injector into thepatient's eye and the injector tore the lens. The surgeon was able to remove the lens witout enlarging the incision and replaced it with another lens. No patient injury.